Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who's undergone primary breast augmentation with two 600cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade iii-IV), post-procedure. The capsular contracture was diagnosed via physical examination. As a result, the patient was scheduled for implant explantation on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient also experienced a painful, very hard, and higher left breast. On (B)(6) 2021, mentor received additional information indicating that the patient's explantation surgery and replacement with mentor gel implants has been rescheduled for (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation on (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 600cc breast implant had a crease/fold on the anterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient actually experienced bilateral breast capsular contractures (baker grade unknown on the right breast). In addition, the patient also underwent bilateral replacement with the following devices: (left) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 7408889 sn: (B)(6), and (right) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 7581781 sn: (B)(6). Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis. Complication on the right breast/implant will be reported under mrn: 1645337-2021-06967.